Manufacturer narrative:
Investigation summary: bd received a video for investigation; however, the file contained only audio and no image. A total of twenty retained samples were functionally tested and none of the cap/stopper assemblies crept out. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: stopper creepout. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® 9nc 0.109m 2.7 ml, 2 tubes had stoppers that were deformed during gripping and not properly removed on their automated line resulting in specimen loss. There was no other health impact or consequences reported.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® 9nc 0.109m 2.7 ml, 2 tubes had stoppers that were deformed during gripping and not properly removed on their automated line resulting in specimen loss. There was no other health impact or consequences reported.